Event description:
Additional information was received indicating another transesophageal echocardiogram (tee) was performed. The left atrial appendage had recovered and blood flow was seen in the left atrial appendage. The physician decided not to implant the laa occluder.

Manufacturer narrative:
Updated b5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the affera mapping system, an undetected mapshift occurred. This led to ablation being performed in an unintended area along the left atrial appendage (laa) instead of the intended ridge, with several lesions applied in proximity to the laa. The physician realized the discrepancy only during remapping after completing the left-sided wide area circumferential ablation (waca) ablation line, noting differences in the location of the laa between the initial map and the remap, which indicated a map shift in an inferior direction that was not detected by the system. Upon checking for signals inside the laa, no activation was observed, and at the end of the procedure, it was unclear whether the laa was durably isolated or temporarily stunned. The patient experienced extended hospitalization due to the event. To mitigate the potential risk of stroke associated with a possibly isolated laa, clopidogrel was prescribed. An echocardiogram was planned to verify contractility and blood flow inside the laa, and if durable electrical isolation is confirmed. Surgery for laa occlusion is scheduled. There were no other complications and the patient was reported to be doing fine after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.